Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. It was noted "patient revised for instability". A 54mm shell with three screws, adm/mdm liner construct, and 28 +0 biolox ceramic head were implanted.